Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the radiofrequency (rf) head was unable to interrogate a device. During analysis, the rf head interrogated as required and passed incoming functional testing. An internal examination of the rf head found no fault. It was indicated that the head's label backing was peeling and therefore replaced. The rf head passed final functional and system tests. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head for the programmer was unable to interrogate a device. A second rf head was used, but it could not interrogate the device either. Another rf head was used which was able to complete the device interrogation. Both rf heads are expected to be returned. The rf heads were returned. No patient complications have been reported as a result of this event.